Event description:
The consumer reported, her daughter used the product for four to five hours on her upper arm. When the patch was removed, the consumer described a blister which subsequently popped. The consumer informed sister in law, who is a doctor of pharmacy, regarding the blister and self treated the area with bandages.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.